Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a cryoplasty treatment procedure, a non flow limiting dissection occurred. The target lesion was not specified. The physician was performing cryoplasty with a polarcath .014 - 4/60/135 when a small non flow limiting dissection was noticed, no treatment was necessary. The procedure was completed with this device. No further patient complications were reported and the patient status is good.